Event description:
It was reported by the biomed that there were fluctuating and incorrect values with the ev1000 system. When they exchanged the suspect ev1000 system for another one, then the issue was resolved. There were no error messages present. There was no inappropriate patient treatment reported. The patient demographics has been requested, but not provided. Several attempts have been made to the facility for additional details and no response received. There was no patient harm or injury.

Manufacturer narrative:
The product has been requested to be returned for evaluation, but has not yet arrived. Once it has arrived and the evaluation completed a supplemental report will be submitted with the evaluation findings. The device service history record review was completed and all manufacturing inspections passed with no non conformances.

Manufacturer narrative:
The suspect ev1000 system was evaluated. When the panel and databox were connected to a patient simulator for testing, the ap and cvp was able to be zeroed appropriately with no error messages noted. The panel was set to monitor the cardiac output, the cardiac input and the stroke volume. The readings obtained were steady with no fluctuations. It was left to run for over three hours and there was still no fluctuation in the readings. There was no defect found.

Manufacturer narrative:
Product return requests were sent to the customer and no response was received. The device was not returned. If the product arrives and an evaluation is completed, a supplemental report will be submitted with the findings. H3 other text: product not received.